Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 12/23/2019. (B)(4); product was returned to the manufacturing site. Device evaluation: the lens was observed cut with residues of viscoelastic on the lens related to the handling of the unit in a surgical procedure. The condition observed is consistent with a lens that has been explanted. The reported issue could not be verified. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown as information was not provided. If explanted; give date: unknown as information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a model zlb00 19.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2019. The zlb00 lens was later explanted due to the wrong power lens was implanted. The replacement was another zlb00, but with higher diopter, 22.0. Prior refraction was noted to be 19.5. There was no incision enlargement, and no vitrectomy however, suture(s) were required. No additional information was provided to johnson & johnson surgical vision.